Event description:
During a high pressure injection, the connection came loose between the high pressure tubing and the electric syringe spraying contrast. The doctor was sprayed in the face. There was no pt or clinician harm or injury as a result of this event. This report repesents the first of six incidents reported at the same time to merit medical systems by the same hosp. The hosp could not provide details about the six events.